Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 04/10/2015.

Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, the needle fell several times from the instrument. There was no patient injury, no extension of surgery time, no blood loss, no tissue loss, nothing fell into the patient. No reinforcment material was being used.